Event description:
A study investigator reported a pt's intraocular pressure spiked following use of this product in a study. The iop rise occurred one day following surgery. Pt was treated with a pars plana tap to release aqueous through the paracentesis. The event resolved. Add'l info was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any ID traceable to the mfg documentation. Add'l info was requested on 09/22/2008 by phone, fax and mail. A completed study form was received; a completed questionnaire has not been received. (Other(for use when an appropriate device code cannot be identified). This report was mailed to FDA on: 10/17/2008.